Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient alert sounded. At the check, the lead had high impedance and noise. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.